Manufacturer narrative:
The action to replace the (B)(4) carry bars with the easy swivel model 360760 was reported to the FDA with an 806.10 letter on april 29, 2013. The replacement of these carry bars in the new england area have been completed already.

Event description:
As described in user facility report (B)(4): "the prism medical patient lift was being used to transfer a patient lift out of her bed. The patient was holding the carry bar and the patient's nurse was operating the lift. The patient was fully off the bed. The plastic swivel broke on the carry bar causing it to break free off the lift. The patient fell to the bed and the carry bar struck her abdomen. The patient did not sustain an apparent injury."